Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device would not run, the motor was damaged, coupling was worn and the moving parts did not move smoothly - trigger. It was further determined that the device failed pretest for check the attachment coupling, check triggers and check for unintended motion. It was noted in the service order that nothing happened when the device trigger was pulled. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was originally reported that the device failed pretest for check for unintended motion. Upon further evaluation it was determined that the device did not fail pretest for unintended motion. If additional information should become available, a supplemental medwatch will be submitted accordingly.